Manufacturer narrative:
Reported event was confirmed by review of photograph of explanted device. Photograph of the hip mold stem was provided and was covered with blood and tissue. It was identified the mold stem was bent at the distal portion. No other analysis can be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted..

Event description:
It was reported that the patient's hip was revised approximately 17 days post implantation due to implant fracture. Attempts have been made and additional information on the reported event is unavailable.